Manufacturer narrative:
This pacemaker remains implanted; therefore, physical analysis is unable to be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that there was concern that this pacemaker was depleting faster than expected. A request was made to have data from this device analyzed. Data analysis showed the device was depleting normally. However, technical services (ts) noted high rate atrial sensing can cause an increase in power consumption. It was also noted during data analysis that a signal artifact monitoring (sam) episode was recently stored due to atrial driven rates. This resulted in the minute ventilation (mv) feature being programmed off automatically. It was noted that impedance measurements were within normal range during the sam episode. Ts provided programming options to address the sam episodes. No adverse patient effects reported, and this pacemaker remains in service.